Event description:
During procedure black seal from storz morcellator broke in half. Dr stated this is the second time one of the black seals have broken during morcellation. The broken piece was retrieved and removed from the operative field. New morcellator opened to replace part.